Event description:
It was reported via legal documentation that approximately 51 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f/2.5t. (B)(6), 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.